Manufacturer narrative:
Additional information was received on aug 25, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received about the alleging visualization of particles related to a CPAP device's sound abatement foam. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. The service center found evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. There was evidence of sound abatement foam degradation. The device was scrapped. Section e1 s has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. The service center found evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. There was evidence of sound abatement foam degradation. The device was scrapped.